Manufacturer narrative:
Product investigation completed. The momentary squeeze pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test and activation test. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure a pump was not working. Another device was implanted during the procedure. No information was provided about the patient's outcome.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned pump revealed did not identify leaks. The pump was functionally tested and failed deflation test and activation test. The deflation tests verify that with 20 psi back pressure on the cylinder to the pump fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is pressed with less than or equal to 8 lbf and that with 4 psi back pressure on the cylinder the fluid moves from cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed. The activation test verifies that with the pump in the deactivated state, fluid moves from the reservoir side of the pump to the cylinder side of the pump through a squeezing motion of the pump bulb at less than 8 lbf with no back pressure on the cylinder to the pump. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that during an original inflatable penile prosthesis (ipp) implant procedure a pump was not working. Another device was implanted during the procedure. No information was provided about the patient's outcome.